Event description:
It was reported that the right ventricular lead had dislodged within ten days of the initial implant procedure. The lead was repositioned and was reported to have dislodged a second time. The lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.